Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that wearing the pod's caused the patient to experience pain and their skin to be scarred. No information was provided if the patient had to seek medical attention due to the issue.